Manufacturer narrative:
(B)(4). Method: additional info has been requested to assess customer question. Report is being filed as there is no sufficient info at this time to determine whether or not a device malfunction occurred during the deployment. The distributor did not provide serial number with initial report-date of manufacture is unk.

Event description:
During deployment, the device presented a "no shock advised" decision. The user is questioning the "no shock advised" decision.